Event description:
It was reported that prior to performing a myosure procedure for uterine tissue removal, the physician used scissors to cut and then used the myosure disposable device to complete the tissue removal. The procedure was completed successfully. The pt exhibited some typical bleeding post procedure which resolved. The pt was discharged home. Sometime later on, the pt started to bleed "a bit heavily" and returned to the physician's office. The physician "controlled the bleeding with methylergonovine maleate (methergin) and packed the cervix with gauze. The pt was discharged home and is reportedly doing well.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).